Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a small spike in the rv-channel with atrial synchronity passes was observed. As a result the ICD inhibited biventricular stimulation. Oversensing anomaly was observed. At a later follow-up, oversensing, low pace sense impedance and low sensing was observed. Insulation damage was suspected.